Event description:
It was reported that the numbers are reading high. No additional information.

Event description:
Additional information was received which included that there was no patient involvement and it is unknown what numbers were reading high.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a cracked gas supply indicator, minor wear and tear found on the housing around the battery compartment. The customer stated problem was not duplicated. No device problem was found. The device was scheduled for routine maintenance. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. The previous service history has been reviewed and deemed unrelated to the current customer reported problem., corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.